Manufacturer narrative:
A total of (B)(4) unopened knife samples were received in blisters for the report of metallic shavings at the incision site. A sample plan of (B)(4) knives from across (B)(4)possible lots of the (B)(4) samples returned were visually inspected and were found to be conforming. A review of the device history record related to the possible lot numbers indicates that the product was processed and released according to the products acceptance criteria. A complaint history examination indicates that there are twelve additional complaints associated with the possible lots for the reported issue. The returned samples were found to be conforming therefore, metallic shavings as described in the complaint were not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the slit knives were manufactured to specifications. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample or confirmed lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. (B)(4).

Event description:
A nurse manager reported that knives were noted to leave metallic shavings in the incision site at the end of multiple surgeries. The shavings could not be completely removed from the wound. Patient impact information is unknown. Additional information has been requested.